Event description:
Customer reported that the pump screen was unresponsive and slow. There was no reported impact to the customer's blood glucose level. Customer declined further follow-up, and no additional information regarding corrective actions was obtained.